Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed available programming options, with t-wave oversensing and noisy signals noted on the secondary vector. Ts recommended further in clinic evaluation to ensure device was reprogrammed to prevent inappropriate therapy delivery. This device remains in service. No additional adverse patient effects were reported.